Event description:
The customer contacted heartsine to report that their device unexpectedly lost power and that shock button was stuck. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
The device was received at heartsine. The device evaluation is anticipated but has not yet begun. The clinical review of the reported event was performed and it was concluded that the device did perform to specification throughout this event. It cannot be determined if the device caused or contributed to the patient¿s outcome. Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.

Event description:
The customer contacted heartsine to report that their device unexpectedly lost power and that shock button was stuck. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive.